Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the mega suturecut needle driver instrument was broken. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mega suturecut needle driver instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suturecut needle driver instrument to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have blade damage. Both of the blade edges were indented, which prevents the blades from closing. Also, the instrument was found to have an input disk broken. Input disk # 6 was found broken into pieces inside of the housing. The complaint was confirmed based on failure analysis.